Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (unknown dose and concentration) via an implantable infusion pump for spinal pain and lumbar radiculopathy. It was stated the patient had surgery on (B)(6) 2017 and was having a magnetic resonance imaging (MRI) done to rule out a hematoma. It was unknown if the procedure was due to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.